Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are ) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review the repair DHR and found two previous complaints related anomalies. This is also the second repair DHR and complaint for this customer. (B)(4). The device history record showed no immediate manufacturing issues and the device met specifications upon release for sale. The product was originally evaluated on (B)(4) 2011 and sent to synthes (B)(4) for service. Upon reviewing their report, the holder for the slider and front plate of the pump were broken. The product was repaired and returned to the customer on (B)(4) 2011. Device returned on unknown date.

Event description:
The service and repair technician reported that the console became hot to the touch, and alarm lights were blinking. The console was used during surgery with no patient injury reported. The technician was not present during the surgery and was unsure how the surgery was completed.